Event description:
Same as case as MDR #6000089-2006-00697. It was reported that 1 day following a coronary artery drug eluting stening treatment procedure there was vessel perforation and the patient died. The target lesion was a 95% stenosed, 3.0mm diameter (lad) coronary artery. The lesion was predilated using a 20mm length balloon. The physician placed two 3.00x32mm taxus express2 drug eluting stents in the target lesion. The immediate result was successful. Following the procedure the patient complained of chest pain. Vessel perforation in the distal edge was found. There was no intervention done. The next day the patient died. In the opinion of the physician the relationship of the taxus drug eluting stents to the perforation of the taxus drug eluting stents to the perforation was probable. There was no autopsy done.